Event description:
It was reported that during pre-dilatation of a heavily calcified right coronary arterial lesion, the nc trek (2.25x15) balloon ruptured at 18 atmospheres on the first inflation. The device was removed without resistance. A new nc trek (2.5x15) balloon dilatation catheter and a xience v (3.0x28) stent were used to complete the procedure. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.